Manufacturer narrative:
The device was not retuned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1231106) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci sales professional that a pt underwent an interventional peripheral procedure on (B)(6) 2013. A pre-procedure femoral angiogram showed presence of pvd/calcium at the vicinity of the access site. Following the procedure, the physician who is not a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped per the IFU. It was reported that the balloon ruptured at the second stop (arteriotomy). The device was removed and the pt was converted to 25 minutes of manual compression at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted. No further info is available.